Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of auto mode switch caused by far field r-wave oversensing was observed on a remote transmission. Programming changes were recommended and will be discussed the next time the patient is in-clinic.